Manufacturer narrative:
Film evaluation: review of CT¿s pre-implant and 3d film slides confirmed that the patient¿s proximal neck flow lumen diameter measured 19mm just below the lowest left renal artery, and was 20mm in diameter, 22mm below at the bottom of the neck. The infrarenal neck contained little calcification. The max diameter aaa measured 56mm x 59mm and contained irregular-shaped thrombus. The distal aortic diameter was approximately 15 x 20mm and was severely calcified. The iliac arteries were non-tortuous but calcified. The right common iliac artery diameter ranged from 14 ¿ 16 ¿ 9mm, and the left common iliac artery diameter was 12mm. The right external iliac artery was 7 ¿ 9mm in diameter, and the left external was 6 ¿ 9mm in diameter. Both externals were also calcified. Review of angiogram images at implant revealed that the infrarenal neck was severely angulated approximately 90deg left-right. The bifurcate was brought up the left side and implanted proximally just below the left renal artery. The distal ipsi limb was implanted into the distal end of the lcia, and the contra limb was seen implanted into the distal rcia. The bifurcate aortic body was angulated 60 deg l-r to the iliac limbs, and measured 19mm (l-r) across the proximal stent graft margin. Across the distal aorta the od across both the ipsi and contra limbs measured 13mm (l-r), and there may have been minor compression of the limbs; especially the left/ipsi limb. The approximate minimum flow lumen diameter within the left limb measured 5mm, and within the right limb was 6mm. Angio injection showed a possible type IV endoleak on the left side near the level of the flow divider. Both limbs were patent and no obvious contrast flow issues were seen through the limbs; the flow strength seemed similar on the right and left side. No other stent graft issues were observed. The exact cause of the reported left limb occlusion could not be determined from the films provided. Images showing the occlusion and post-implant CT¿s were not available for review. It is possible that implanting within the small diameter and severely calcified distal aorta may have contributed to the occlusion. This may also have been caused by a patient condition: calcified iliac arteries, poor distal runoff, an unknown coagulopathy that is now presenting. The cause of the reported lymph fistula could not be determined. This may be procedure related.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 57.9 mm diameter abdominal aortic aneurysm. The aortic neck was 19 mm in diameter proximally and 20 mm distally. It was reported that the patient suffered from aching pain of the left lower limb during walking three weeks post index procedure and it was determined the patient had limb occlusion. A CT revealed thromboembolism at the left limb of the. The patient had a thrombectomy and in-stent pta procedure performed. After pta, blood flow was improved and the patient was put on oral medication. Bulging of the inguinal region was confirmed two days post-intervention and it appeared to be a lymph fistula which was compressed; however the symptom did not improve. Surgery of the lymph fistula was performed where the leakage site of the lymph fluid was ligated. It is unknown if it was completely resolved, and vacuum assisted closure therapy started. Re-suture of the fistula was performed. After that, there was no accumulated lymph fistula, and the surgical wound site improved. A CT scan 1 week after the thrombectomy showed mild residual thrombosis at abdomen, but it was confirmed to have resolved by CT before discharge. The physician commented that the occlusion appeared to be due to aortic bifurcation being quite narrow and also has calcification. No additional clinical sequelae were reported.